Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. A36614) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stones, ovarian cyst and umbilical hernia. Concomitant products included bupropion hydrochloride (wellbutrin xl) and buspirone for depression, aciclovir (acyclovir [aciclovir]) for herpes simplex as well as acetylsalicylic acid (aspirin), lisinopril, ondansetron (zofran), oxybutynin and solifenacin succinate (vesicare). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain") and abdominal pain lower ("constant cramping"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, back pain and abdominal pain lower outcome was unknown and the cystitis and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Lot number (a36614) added. Concomitant medications added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, urinary infection, dysmenorrhea (cramping), constant cramping, dyspareunia (painfulsexual intercourse and back pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. A36614) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes simplex and depression. Concurrent conditions included kidney stones, ovarian cyst, umbilical hernia and factor v leiden mutation. Concomitant products included bupropion hydrochloride (wellbutrin xl) and buspirone hydrochloride (buspar) for depression, aciclovir (acyclovir [aciclovir]) for herpes simplex as well as acetylsalicylic acid (aspirin), loratadine (claritin), ondansetron (zofran), oxybutynin and solifenacin succinate (vesicare). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain") and abdominal pain lower ("constant cramping"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia and back pain outcome was unknown and the cystitis, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet received. Outcome of event cramping (lower abdominal pain) was updated to recovered resolved. Historical conditions added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. A36614) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes simplex and depression. Concurrent conditions included kidney stones, ovarian cyst, umbilical hernia, factor v leiden mutation and paratubal cyst. Concomitant products included bupropion hydrochloride (wellbutrin xl) and buspirone hydrochloride (buspar) for depression, aciclovir (acyclovir [aciclovir]) for herpes simplex as well as acetylsalicylic acid (aspirin), loratadine (claritin), ondansetron (zofran), oxybutynin and solifenacin succinate (vesicare). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain"), abdominal pain lower ("constant cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cystitis, dysmenorrhoea, back pain and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2018: event "abdominal pain", reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. A36614 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herpes simplex and depression. Concurrent conditions included kidney stones, ovarian cyst, umbilical hernia, factor v leiden mutation and paratubal cyst. Concomitant products included bupropion hydrochloride (wellbutrin xl) and buspirone hydrochloride (buspar) for depression, aciclovir (acyclovir [aciclovir]) for herpes simplex as well as acetylsalicylic acid (aspirin), loratadine (claritin), ondansetron (zofran), oxybutynin and solifenacin succinate (vesicare). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("low back pain"), abdominal pain lower ("constant cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cystitis, dysmenorrhoea, back pain and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils left 2 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.